Event description:
It was reported that the patient was hospitalized for reasons unrelated to the device, and received inappropriate high voltage therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. Programming changes were made. The patient has been discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.